Event description:
It was reported that the patient's implantable neurostimulator encountered an elective replacement indicator (eri) message. A longe vity calculation was performed and was estimated to be 21 months. Program 1: 2.7 volts, 390 pulse width, 60 hz, guarded cathode (+-+). Program 2: 2.7 votls, 270 pulse width, 60 hz, guarded cathode (+-+). The device battery was noted to be less than one year old. Impedance measurements were normal. There was no revision surgery scheduled as of the date of this report. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
It was further reported that the patient's device was explanted on (B)(6) 2011. The device was replaced. The physician wondered if this was normal depletion at settings. There were no patient injuries and the patient recovered from the procedure with no sequela.

Manufacturer narrative:
Lead: model 39565, lot# v570963028, implanted: 2010 (B)(6), explanted:na. Programmer: model 37743, lot# nke159399n.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies. It was considered normal battery depletion based on the programming. With the upper amplitude limit set to 10.5v, there is the possibility of increasing amplitude up to the maximum voltage. According to the initial review, there were a possible four programs that could be used. Therefore, both of these scenarios could potentially decrease the longevity of the device. The longevity calculation based on these possibilities is:- with programmed values as received: eri = 17.11 months eos = 20.11 months. With upper amplitude limit: eri = 0 months eos = 2.41 months.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.